Event description:
A limb reconstruction fixator was applied for a lengthening of a lime 1mm per day with a compression distraction unit. During treatment, the screw located in a distal tibia broke. The doctor brought the patient back in the or where one piece of the screw was removed. The threaded part of the screw shaft was left in the patient since it broke near the cortexc. Another osteotite screw was inserted using the next hole on the same clamp. The patient continued treatment with the lrs fixation.